Event description:
The customer reported that the flouro x-ray sometimes stopped suddenly, then on the monitor the last image was held steady. He pushed the footswitch and the flouro x-ray began to exposure again then stopped.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep visited the customer. The "flouro x-ray stopped" issue did not reoccur. The flouro image was not cleared. He tried to adjust the i.I tube, but did not adjust it completely. He replaced the power supply for i.I. Tube. The customer stated that the flouro image was improved, so it was very useful for the operation.